Manufacturer narrative:
Although the company has determined that the subject event in this MDR is likely not reportable, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803visual examination at the macroscopic level revealed that the fracture was located at the distal tip of the screwdriver shaft. The fractured tip was not provided for analysis. The fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the others hex lobes of the shaft, the potential fracture termination site. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause for the distal tip breaking cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the others hex lobes of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have customer and no systemic trends requiring immediate action have been observed

Event description:
The distal tip of screwdriver broke off while inserting a polyaxial pedicle screw in the lumbar region of the spine. The broken tip has not been retrieved. It is captured in the screw inside of the patient. Surgery was completed with no further complications.